Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that the patient was diagnosed with peritonitis after presenting to the clinic with cloudy effluent. Per the pdrn, the causality of the peritonitis was reported to be touch contamination. A peritoneal effluent culture yielded a gram negative organism. The patient was prescribed antibiotics (dosage and route unknown) to treat the peritonitis. Per pdrn the patient was able to complete the peritoneal dialysis treatment by performing manual peritoneal dialysis therapy. Additionally, the pdrn stated that the patient has resumed continuous cyclic peritoneal dialysis (ccpd) on the cycler with no issues and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis patient presented to the clinic with cloudy effluent and abdominal pain. The peritoneal effluent fluid was cultured, and gram stain was positive for gram positive - staphylococcus aureus. The patient was subsequently diagnosed with peritonitis and the source of the infection was attributed to touch contamination. Hospitalization was not required; however, the patient was treated with 2 grams of vancomycin for one day and fortaz for 3 weeks (dose, frequency and route is unknown).

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A search for potential lot number delivered to the patient was performed resulting in three different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no nonconformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: based on the available information, it unlikely that the liberty select cycler and the set contributed to the abdominal pain and peritonitis event. No product malfunction was alleged and the source of the infection was attributed to touch contamination; however, there is a temporal relationship between continuous cyclic peritoneal dialysis (ccpd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. Peritonitis is a known complication of peritoneal dialysis therapy that has been well documented. The liberty select cycler and the liberty cycler set were not returned for evaluation. There was no interruption of dialysis treatment as a result of the peritonitis; the patient continues on dialysis therapy.